Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). (B)(6). Patient or user involvement: no, patient or user harm: no. Case description. Customer reports keys not working on their 8015 sn: (B)(4), even though they changed the keypad. Customer reports keys not working on their 8015 sn: (B)(4), even though they changed the keypad. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: informed customer this is most likely due to the logic board. Unit under warranty. Recommended sending in for repair. Transferred to repair team. Ended call.